Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no. 382533, batch no. 9085553. It was reported that at the end of the catheter there is dirt. Per report: at the end of the catheter there is dirt.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one 20ga insyte autoguard unit within an open package from lot number 9085553. The unit consisted of a fully retracted needle-barrel assembly, a catheter-adapter assembly and a needle cover. Through the visual examination the unit revealed dark specks of material attached to the lube on the catheter tubing. This was physical/mechanical evidence to confirm and support a manufacturing equipment and or environment related issue for the reported defect. The spectral analysis shows that this material is most likely polyacetal (also known as polyoxymethylene) mixed with silicone. Silicone is expected to be found as it is used on catheter tubing as a lubricant. Polyoxymethylene (polyacetal) or delrin is widely used in various machine components of the manufacturing equipment. The lines are routinely cleaned per established procedures, however, it is possible for occasional machine parts dusting inadvertently ended up on the product during lubrication. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no. 382533. Batch no. 9085553. It was reported that at the end of the catheter there is dirt. Per report: at the end of the catheter there is dirt.